Manufacturer narrative:
Block d2a (common device name) has been corrected. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results. The returned speedband superview super 7 device was analyzed, and visual evaluation showed that slack in the trip wire had not been taken up, and the handle exhibited no evidence that the loop was secured to the post. Additionally, the ligator housing was not returned for analysis. No other problems with the device were noted. The reported event of bands not deploying was confirmed. However, because the ligator housing was not returned, a full functional evaluation could not be completed. Based on the condition of the returned handle unit and the findings from the visual inspection, it was determined that the instructions for use (IFU) were not followed, which could lead to failure of the bands to deploy. A labeling review was conducted. The IFU instructs users to "take up slack by pulling the proximal end of the trip wire on the handle unit" and "secure the trip wire in the slot on the handle unit." The analysis showed that the slack had not been taken up and the trip wire was not secured in the designated slot. These user-related factors can affect proper deployment of the bands once the ligator housing is installed on the endoscope, causing the trip wire to malfunction when tension is applied. Therefore, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, after assembling the kit onto the endoscope, an attempt was made to release the band. However, it failed to release properly. It appeared that one band was positioned over the others, preventing proper deployment. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, after assembling the kit onto the endoscope, an attempt was made to release the band. However, it failed to release properly. It appeared that one band was positioned over the others, preventing proper deployment. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.